Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors leaked. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: lot 22m031 was manufactured from november 18, 2022, to november 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.